Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor communication and noted they had recently replaced the batteries in their patient programmer to successfully turn it on. The patient was not using an antenna. The patient programmer was placed directly over the implantable neurostimulator (ins) on the skin and they were unable to sync with their device. They had also tried to sync after powering their patient programmer on/off and was still unsuccessful. Additional information reported that the patient received their new patient programmer. The patient did not feel stimulation and was not able to connect with their old antenna. They were able to connect without their antenna. The patient received a new antenna and was still unable to but was still unable to connect to their ins. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.